Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as unidentified (tear)opening. (Shell thickness was within specification). No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side rupture. Device has been explanted and replaced with a non-allergan device.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.: